Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified the knight chemical dosing pump had been removed by a subcontractor. The subcontractor mistook the reliance synergy washer/disinfector subject of the reported event for another washer scheduled to be de-installed. The user facility indicated that all instruments are sterilized in another unit after being washed in the reliance synergy washer/disinfector. Furthermore, the customer stated that they pre-clean their instruments and perform visual inspections prior to use in patient procedures. The advisory within the operator manual for the reliance synergy washer/disinfector states, "steris does not intend, recommend or represent in any way that this reliance synergy washer/disinfector be used for the terminal disinfection or sterilization of any regulated medical device. The reliance synergy washer/disinfector is intended only to perform an initial step in the processing of soiled, reusable medical devices. If medical devices will be contacting blood or compromised tissues, such devices must be terminally processed in accordance with device manufacturer's instructions and/or good hospital practices before each use in human patients." Also section 4 states, "important: good hospital practice dictates all instruments be inspected for visible debris after processing in the reliance synergy washer/disinfector. Any instrument with visible debris must be rewashed until clean and free of visible debris prior to terminal processing. Failure to reprocess until all visible debris have been removed may impede the terminal processing." A new knight chemical dosing pump was installed, the unit was tested, and confirmed operating according to specification. The subcontractor has been retrained to ensure the reported event does not recur. The user facility was reminded of the importance of visually inspecting instruments prior to use in patient procedures.

Event description:
The user facility reported that their reliance synergy washer/disinfector was not receiving detergent during cycles. No report of injury. All instruments were reprocessed prior to use in patient procedures.